Event description:
The customer contacted baxter?s technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during drain 3 of 4. The home patient (hp) disconnected and then reconnected. The hp was instructed to press stop when disconnecting to avoid the hc advancing to drain while the hp is disconnected. The hp was advised to notify the nurse. Proper procedures per the user manual were reviewed with the hp. Product surveillance spoke to the hp regarding the reported incident. The hp stated she ended therapy and restarted with new supplies. No patient injury or medical intervention was reported. The home patient is continuing therapy on the cycler with no issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.